Manufacturer narrative:
Other, other text: h2: see a1, b3, b5 and h6(patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
The medfusion 4000 pump was received for evaluation. Upon receiving the pump, it was noted that the device had a crack in the right upper plunger case. The plunger tube seal was out of place, and the backlight was not working. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To investigate the reported issue, a force sensor test and a power up process was performed. It was found that the force sensor count is zero when is should be in the 30s. The force value is below minimum so it was determined that it was no longer operational due to normal wear. The pump is eight years old. The force sensor was replaced. The device was calibrated, powered up, and passed all functional tests.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a force sensor test failure. It is unknown if the event occurred while in use with a patient.